Event description:
On (B) (6) 2010, it was reported to arthrocare that a pt underwent a rotator cuff repair on (B) (6) 2010, using an opus smartstitch m-connector. After the surgeon passed the first stitch, he reloaded another cartridge on the device. The device only fired on the right side. The surgeon then noticed that the hook at the tip of the left stainless steel needle was missing. The surgeon looked for the tip in the surgical site for a couple of minutes, then finished the surgery. He did not locate the missing needle tip and is unsure whether the missing piece is in the pt or external to the pt. Surgeon determined no post-operative x-ray was necessary.

Manufacturer narrative:
The device is returning to arthrocare for evaluation. Once the device evaluation is complete and lot history review is complete, a follow-up report will be provided. (B) (4).